Event description:
It was reported from (B)(6) by medical staff that a patient fell out of his bed and hit his head. Computed tomography scan of the head showed a subdural hematoma. On the same day of the event the patient received a ventricular drain from "the neurological surgery department", and anticoagulation/antiaggregation therapy was stopped. Patient outcome is noted to be that the patient had to have a pump exchange on (B)(6) 2015, related to the anticoagulation therapy being held. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: implantation of a ventricular assist device is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. Serious and life threatening adverse events, including death, stoke, device thrombus and re-operation have been associated with use of this device as outlined in the instructions for use (IFU). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Medwatch for 3007042319-2015-01021 pump exchange for thrombus. Device will not be returned.